Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was a value displayed as "low," and the meter blood glucose (bg) reading was 385 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to a value displayed as "high" on the bg meter. Additionally, customer consumed carbohydrates in response to the inaccurate cgm reading. Reportedly, customer did not take any action to address the bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.